Event description:
The customer contacted philips healthcare to report that the defibrillator "panel" was "defective". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.